Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Base on the preliminary investigation findings, the most likely root cause is the use of the adult nozzle on the extrusion machine, which causes buildup of resin, due the larger design of the nozzle tip, generating embedded lines throughout sections of circuit rings, resulting in leakage failures. The lot 4074040 was manufactured with 3,600 units, lot met the requirements to release the lot with no deviations identified during their manufactured.

Event description:
It was reported that during the pre-use check, leakage of air from a pinhole in the breathing circuit was detected. No patient injury. No additional information is available.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The report source is manufacturing. DHR review was done, no issues related to the original complaint were found.